Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient's battery was replaced due to normal battery depletion and post-op the impedances showed in the normal range and oor triggered at 3 ma with no stimulation sensed by the patient up to 24 ma. The representative tried several programming combinations in a bipolar configuration: high p/w low rate, low p/w high rate and attempted to use contacts with the lowest impedance. All measured impedances were greater than 3,000 ohms with currently active electrode pair 0 and 2 at 3120 ohms. The impedances fluctuated using the example- electrode zero could be low and when they checked it later it would show high. The representative was advised to add electrodes to reduce the impedance. Decreasing the p/w to around 250 and then 90 p/w resulted in oor triggering higher at 5.5 ma but the patient felt no stimulation. The representative lowered the ma to zero and increased after parameter changes with no successful resolution. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The patient's ins serial number was updated. The cause was unknown and the issue wasn't resolved. No further complications reported.